Manufacturer narrative:
A right hip revision was done 9 years post implantation. The cup and stem remained in situ. The implantation operative report indicates a large segment avn of right femoral head, representing greater than 50% of the superior portion as well as the crescent sign. The only bleeding cancellous bone was found in the inferior portion of the head. The patient also had a subchondral fracture with an osteochondral fragment in the superior portion of the femoral head. A subsequent clinic office visit note indicates a diagnoses of polymyositis with prednisone induced avn. The revision intraoperative report indicates markedly elevated metal levels were reported, however repeat metal levels dropped substantially. The possibility of a lab error for the markedly elevated levels was discussed with the patient. Radiographs taken pre-revision showed severe osteoarthritis in the right hip. There was metallosis and heterotopic ossification, but no adverse reaction to metallic debris or osteolysis. August 2015 the patient had a left hip biomet dual mobility tha. Conclusion: it should be noted that bhr is contraindicated for patients with avn >50 % of the femoral head and for patients who are immunosuppressed or receiving high doses of corticosteroids. It is also a contraindication for patients with bone stock inadequate to support the device. A possible lab error for markedly elevated ion levels cannot be ruled out. It cannot be determined to what extent the patients¿ comorbidities and left hip tha contributed to her reported clinical reactions. The pain, elevated metal ions and intraoperative findings of metal stained tissue are consistent with metallaosis, however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined.

Event description:
It was reported that right hip revision surgery was performed due to metallosis, pain and elevated levels of cobalt and chromium.